Event description:
Fixed anterior locking tab bent and prevented insertion. A 1-1/2 hour surgical delay resulted.

Manufacturer narrative:
Evaluation was not possible, as no product is being returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not field any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.